Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a spouse regarding a patient who was implanted with a neurostimulator. It was reported that the implantable neurostimulator (ins) ended up dying completely because they were never made aware that if it died 3 times that it would completely die. The patient needed an MRI done but the radiology center would not authorize one without a statement from the representative that it was okay to have an MRI while the ins was completely died. No further complications were reported.